Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneous results for sodium (na), potassium (k), chloride (cl), and calcium (calc) for one pt sample and erroneous results for na for ten additional pt samples. The erroneous results were reported out of the lab. It is unknown if there were any changes to pt treatment as a result of this event. There have been no reports of death or serious injury. The ion selective electrode (ise) system is routinely calibrated every 24 hours followed by a quality control (qc) run. Prior to this event, the qc results were within the lab's established ranges. The customer stated once they discovered the issue, they recalibrated the ise system, performed a qc, and re-tested the pt samples with low results. The repeated results were found to be higher and amended reports were issued. This is report 8 of 11 medwatch reports filed for this event for pt 8 of 11 pts. A single medwatch report was filed in (B)(6) 2010.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and replaced the modular chemistry (mc) sample probe, the na reference electrode and the calc electrode tip. A clear root cause for this event has not been determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events. This MDR represent event 8 of 11 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2010-00099, 2050012-2011-07510, 2050012-2011-07511, 2050012-2011-07512, 2050012-2011-07513, 2050012-2011-07514, 2050012-2011-07515, 2050012-2011-07517, 2050012-2011-07518; 2050012-2011-07519.